Event description:
The customer reported that the system was shut down without command of the operator and failed to reboot to usable state. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The intelligent shutdown pcb (isd) and associated fuse were evaluated and replaced. The system was tested and found to be working as intended and returned to service.